Event description:
It was reported this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) exhibited an increased shock lead impedance measurement over the past year but within range. Boston scientific technical services (ts) reviewed the device data and provided recommendations for additional testing. The device remains in service. No adverse patient effects were reported. New information received indicates that the shock impedance measurements are now greater than 125 ohms. An x-ray confirmed a fracture in the svc coil area.